Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose levels ranged between 200-230mg/dl. The past occlusion alarms were resolved by closing the alarm and resuming insulin deliveries. As the customer did not have enough insulin remaining in their cartridge, tandem technical support was unable to perform a system check to determine a possible cause of the current occlusion.